Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having to charge their implant more frequently and the issue began about a month or so ago, about every 3-4 days. Pt wondered if it has to do with implant age and when they have to replace it. . Agent reviewed implant longevity and eri information. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent sent hcp list additional information was received from the patient (pt). They reported that they used to charge every week and a half, but now charge every 3-4 days. Pt was unsure of what lead to the charging more than usual issue. Pt noted they have been doing a little more than usual, but not enough for charging to change that much. Pt noted that it would take twice as long to charge and they have to have the recharger right on their skin. Pt noted the issue has not been resolved and they were waiting to find a doctor.

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.